Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to out of range impedance values and increased counts to the sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.